Event description:
Factory analysis of returned motor controller and power management pcb boards revealed component failures which may result in a loss of the 12 volt supply. Testing revealed a shorted capacitor on the motor controller board and shorted inductor and transistor on the power management pcb board. If the noted failures were to occur during operation of the device during use in normal ventilation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.